Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The insulin pump suspended when blood glucose values were 110 mg/dl, 112 mg/dl, 119 mg/dl, and 172 mg/dl and the sensor glucose values were 72 mg/dl, 70 mg/dl, and 60 mg/dl at the time of the incident. Patient's current sensor glucose value was 75 mg/dl and blood glucose value was 226 mg/dl. Patient's other blood glucose values were 267 mg/dl, 228 mg/dl and sensor glucose value was 68 mg/dl. Customer reported that the insulin pump was not delivering bolus. Customer declined to troubleshoot for high blood glucose values. Reportedly, the suspend did not last for more than 2 hours. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The device is not expected to be returned for analysis.